Manufacturer narrative:
Pump unable to perform the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to broken off end cap. Pump received with missing segments due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the bottom of the insulin pump was damaged. The customer¿s blood glucose level was 343 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.